Event description:
It was reported the patient stopped feeling stimulation in her targeted pain pattern; the patient was receiving stimulation in other areas. A sjm representative ran lead diagnostics which showed invalid impedance values for one of the scs lead contacts. The sjm representative was unable to resolve the issue with reprogramming. The patient previously had a hip replacement and it is not known whether or not the replacement caused a lead migration or any other anomaly. Follow-up identified the patient's scs system will be turned back on due to the physician not feeling the lead has not migrated and no need for lead revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.